Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation to treat in-stent restenosis of a dynalink stent in the external iliac artery, the foxcross balloon was inflated to 6 atmospheres and ruptured. Another foxcross dilatation catheter was used successfully to treat the restenosis. There was no adverse pt effect. Though requested, no add'l info has been provided.